Event description:
It was reported that merlin at home transmission showed that the right ventricular lead exhibited noise, the patient had multiple noise reversion episodes. Patient presented to the clinic on (B)(6) 2014; noise could be reproduced with isometrics. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.